Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. The pt reported experiencing persistent pain at the lead site. The pt was advised to consult with her physician.